Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiopulmonary event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 2937457-2014-00181, 1225714-2014-00333, 00334, 00335 and 00336.